Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the event. Software analysis confirmed that the behavior was consistent with a known software anomaly. Analysis found that the issue was related to the software. The site did not approve software uninstall and reinstall. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that during planned maintenance the manufacturer representative discovered when in ent software trying to verify a straight probe, the screen would turn blue. It was attempted to verify another probe and it would verify successfully, but when attempting to verify the initial probe the issue would recur. No patient present.